Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting an adequate stimulation coverage due to high impedance on the lead. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted linear lead was discarded by the facility.